Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/31/2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation, it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.